Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels after every third day use of the supplies. Although requested by tandem technical support, the contact declined to provide any further information on the reported issue.